Manufacturer narrative:
On (B)(6) 2013, the patient was diagnosed with a wound infection, and the wound was irrigated with normal saline. On (B)(6) 2013, periwound necrotic tissue was documented with no evidence of a fistula. The infection was noted as "calming down," with moderate amount of straw colored drainage. On (B)(6) 2013, v.a.c. Therapy was initiated. On (B)(6) 2013, the patient was febrile with periwound redness and swelling. V.a.c. Therapy was removed from the patient. On (B)(6) 2013, the patient was afebrile, and the periwound redness had resolved. V.a.c. Therapy was re-applied. Kci is reporting this event due to the physician's allegation that v.a.c. Therapy influenced the patient's fistula formation; however, there is no indication from the information provided to suggest that v.a.c. Therapy caused or contributed to either the infection, necrotic tissue, suspected fistula, or wound dehiscence. Based on the information provided, no surgical intervention was performed for the suspected fistula.

Event description:
On (B)(6) 2013, the following information was reported to kci by the kci (B)(4) representative: on (B)(6) 2013, the patient noted experiencing pain at the wound site, and observed 150ml of dark-reddish brown drainage. The physician was notified and observed 400ml blood tinged pale yellow drainage. A fistula was suspected. Periwound necrotic tissue was noted with no signs of infection. The surgeon debrided the necrotic tissue and closed the wound with a mattress suture. During the procedure, the pleural effusion continuously drained straw colored drainage and no chest drainage was performed. Gauze dressings were used to absorb the drainage. The patient was placed on prophylactic antibiotic therapy. From (B)(6) 2013, the amount of straw colored drainage decreased. On (B)(6) 2013, the patient's condition improved, and was discharged from the hospital. On (B)(6) 2013, the patient experienced epigastric discomfort and hiccups with serous drainage. No fever, difficulty breathing, chest pain or wound pain was noted. On (B)(6) 2013, the patient presented to the hospital. A partial wound dehiscence was noted, and two sutures were used to close the wound. On (B)(6) 2013, on an outpatient visit, the sutures were removed, with no problems noted at the wound site. A chest x-ray was performed with no significant findings.